Manufacturer narrative:
Beckman coulter customer technical service (cts), via telephone, assisted the customer with locating the leak at pinch valve pv37 black stripe I-beam tubing from feed-thru fitting ff107. The customer will replace the tubing to resolve the issue and will call cts if further assistance or service is needed. (B)(4).

Event description:
The customer reported an uncontained leak of clenz of approximately ten (10) cubic centimeters from pinch valve pv37 on the coulter lh 500 hematology analyzer. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, laboratory coat, and eye protection when the leak occurred. Beckman coulter customer technical service (cts) resolved the issue by assisting customer with troubleshooting.